Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4) on 19-oct-2020. The most recent information was received on 23-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('unexplained abdominal pain') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced abdominal pain (seriousness criterion medically significant), alopecia ("hair loss"), loose tooth ("tooth loosening") and feeling cold ("feeling cold"). On (B)(6) 2013, the patient had essure inserted. At the time of the report, the abdominal pain, alopecia, loose tooth and feeling cold outcome was unknown. The reporter considered abdominal pain, alopecia, feeling cold and loose tooth to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('unexplained abdominal pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain (seriousness criterion medically significant), alopecia ("hair loss"), tooth loss ("tooth loosening") and feeling cold ("feeling cold"). At the time of the report, the abdominal pain, alopecia, tooth loss and feeling cold outcome was unknown. The reporter considered abdominal pain, alopecia, feeling cold and tooth loss to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.